Event description:
As reported by the legal brief, in approximately (B)(6) 2011, patient underwent left total knee replacement surgery where she was implanted with a recalled optetrak polyethylene tibial insert. In approximately (B)(6) 2013, patient underwent left total knee revision surgery and was implanted with a second recalled optetrak polyethylene tibial insert. In approximately (B)(6) 2022, patient underwent left total knee revision surgery due to accelerated and preventable wear of the optetrak polyethylene tibial insert due to accelerated and preventable wear.

Manufacturer narrative:
Section d6a: implanted date - patient's exact implant date not available; however, patient was initial implant was on (B)(6) 2013. Section d6b: explanted date -patient's exact explant date not available; however, patient revision was on (B)(6) 2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: corrected component and investigation clinical codes.